Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4965-25 lead implanted: (b)(60 2013; 6937a-35 lead implanted: (B)(6) 2013; d334trg ICD implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported a right ventricular lead warning occurred for two or more high rate- nonsustained and the short interval counts (sic) were greater than thirty in three days. The lead was replaced and remains implanted/out of service. No patient complications have been reported as a result of this event.